Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported an infection after puncturing their skin with their lancing device. The patient went to the emergency room to seek medical attention due to a fever, but didn't provide details of the medical treatment received.